Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned guide wire (gw) and the reported difficulty to advance and difficulty to remove were unable to be confirmed as the gw was able to advance and retract through the balloon catheter without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to the difficulty to advance and difficulty to remove the guide wire, and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, delivery catheter support, anatomical conditions, inner diameter of guide wire lumen of guiding catheter, outer diameter of the guide wire, damage to the guide wire, damage to the delivery catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove the guide wire through the balloon dilatation catheter. The noted stretched coils and bend on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional nc trek device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery. A 3x15mm nc trek balloon dilatation catheter (bdc) was being used with a balance middleweight (bmw) universal ii guide wire when resistance was felt between the devices during advancement and removal. The inner member of the bdc was noted to be separated, so all devices were removed together with the separated portion. No portion of the device remains in the anatomy. An unspecified guide wire and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.